Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 0 joule and 0 minute red light was observed on the fiber body and the fiber was determined to be broken prior to use. The fiber was not fired. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 2 feet and 10 inches from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. A device history record review did not indicate any failures during the beamscan test and final inspection. Probable root cause: based on the device analysis, the probable root cause of the failure is handling damage due to excessive bending of the device.